Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-06, information was received from a consumer regarding a (B)(6), male patient who was receiving hydromorphone (dose and concentration unknown) via an implantable pump for spinal pain. On (B)(6) 2016, the patient "gouged" his abdomen with the plastic ring at the top of a dust broom and believed the catheter was damaged. The ring poked his scar and the scar "opened up on the inside" but did not "pop through" the skin. The scar never opened into a wound. Following a refill on (B)(6) 2016, the patient broke out in a terrible rash and had symptoms of vomiting, sweating and nausea. Four days later, the rash cleared but he was hospitalized for six days with gastroparesis. The patient complaint to his healthcare provider (hcp) when he went in for another refill on (B)(6) 2016. The hcp did nothing to check the pump. He again broke out in a rash for four days and experienced vomiting, sweating, nausea, couldn't defecate, couldn't eat and swollen lymph nodes (especially under his arm pits and breasts). The lymph nodes under the areola of his nipple were especially swollen. The patient was in pain "like crazy" but his hcp would not return his calls. The patient had also seen his primary care physician (pcp) twice and his managing physician, and no one was helping him.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.